Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that she had a major heart attack. She made it sound like her heart attack was caused by the insulin pump as it was no longer working for her. The customer was no longer using the insulin pump. Customer's blood glucose level was not reported. The device was not returned.